Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Always get negative with this test kit but have exact same symptoms that I had with previous covid diagnoses. Not sure what is going on. I'd recommend using two different tests if your symptoms say something other than the test results. Of course, this costs money!